Event description:
Cnss calling to report pumps have arrived in unprogrammed state. Assisted in reprogramming pumps. Serial numbers (B)(4). Dates of use: from (B)(6) 2017 to continuing. Diagnosis or reason for use: pah.